Event description:
Pt with a history of syncope, sick, sinus syndrome was status post pacemaker implantation. During follow-up pt was found to have pacemaker generator malfunction. During follow-up visit at md's office the device was interrogated and found to have inappropriate atrial and ventricular pacing as well as loss of capture.